Event description:
The surgeon was operating using a 44cm laparoscopic ligasure (B)(6) jaw and noticed that the trigger was not releasing properly. He could clamp the tissue, but when he pulled the "fire" trigger, it releases slowly. The surgeon notified the circulator and the defective device was taken off the field and a new device was opened. The proper paperwork was filled out, and the defective device was taken to the manager's office with the original packaging.